Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension, and three limb extensions on (B)(6) 2013. Upon follow up, computed tomography showed a type 3b endoleak and sac growth. Patient has not been scheduled for a subsequent endovascular repair. The patient is in stable condition.